Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6), employee of intuvie, received a call from (B)(6)., patient of (B)(6) center, and the following call notes were documented: patient was calling and said they didn't see the 46 hours changing on the pump and they needed to start it again. I hit run/stop and after they said the pump had totally powered down. Right after saying this, the pump powered off again without any alert or alarm. When they started it up again the pump still had new infusion, but this was now the second time it powered off. I let them know that this would keep happening and they needed to turn the pump off. They were going to return to the clinic tomorrow. No other details given. Patient involved. No patient was harmed.on (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.